Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided pump reset information and assisted in resetting the pump. The issue did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the malfunction code reappears. The caller acknowledged and understood the instructions.